Event description:
A customer reported to olympus, there was a leakage from the hardness variable part of the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined a foreign object came out of the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage was confirmed. Due to wear of flexibility adjustment ring, water tightness was lost. In addition to the finds reported, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending section cover had a scratch. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive around objective lens was peeled. Adhesive around light guide lens was peeled. Due to adhesive peeling around objective lens, flare occurred. Connecting tube had a scratch. Plastic distal end cover has a scratch. Air water cylinder was dirty. Protector of universal cord on scope connector side had a scratch. Switch button 1 had wear. Scope connector had a scratch. Suction cylinder was shaved. Connecting tube had discoloration. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Event description:
Additional information was provided regarding this event. The air leakage from the hardness variable ring was detected after use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.